Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced confusion, irritability, and increased thirst with unknown blood glucose levels after the pump alarmed during the night. The reporter indicated that the pump alarm was one that they had never heard before and they attempted to reboot the pump several times using 8 different batteries but the alarm kept occurring. During troubleshooting, the reporter inserted a battery into the pump and reported that the pump was beeping but the display did not come up. The reporter indicated that the patient was switched to an alternate insulin delivery method and blood glucose levels were tested to be 10.0 mmol/l. This report is made based on the allegation that the patient experienced symptoms indicative of hyperglycemia associated with a pump alarm that the reporter was unable to clear.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the pump black box showed multiple call service cs064 alarms. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump powered on appropriately and was exercised for 24 hours without alarms occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.